Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 2405 pg/ml and this value was reported outside of the laboratory. The result was questioned by the physician, so the sample was repeated on (B)(6) 2017, resulting as 2316 pg/ml. Another sample was collected from the patient and tested on (B)(6) 2017, resulting as 837 pg/ml. This value seemed to be the correct result. No adverse events were alleged to have occurred with the patient. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. An interference or general reagent issue is not likely since the second sample from the patient resulted with a value that was expected.